Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a gradual increase resulting in high impedance as well as high threshold on the right ventricular lead. The lead is scheduled for replacement. No patient complications have been reported as a result of this event.